Manufacturer narrative:
(B)(4). Date of initial report: 10/20/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
Covidien (B)(4) personnel reported that an alarm was heard during incoming testing of the pencil. The alarm occurred without the pencil button being pressed. Covidien's initial evaluation of the returned pencil found it to self-activate.

Manufacturer narrative:
(B)(4). Evaluation of the incident pencil confirmed the reported failure. The investigation identified the cause of the event to be a metal chip within the powerbus causing a short. No trend has been identified for this failure mode.